Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results than the unspecified readings obtained on the healthcare professional meter. It is unknown whether the customer noted a trend arrow on the device. No symptoms were reported; however, an unspecified treatment was provided at the hospital, as the customer noted they were hospitalized due to the low reading. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.